Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not pass the functional assessment test indicating a possible ventricular output failure. It was also noted that the patient is on a waiting list for a heart transplant.